Manufacturer narrative:
Additional information: section b7: other relevant history; section h6: adverse event codes; section h10: narrative text. The explanted sapien 3 valve was not returned to edwards lifesciences for evaluation. Per the instruction for use (IFU), valve stenosis, regurgitation and device degeneration are potential risks associated with the use of the bioprosthetic heart valves. Valve degeneration may present as an increased gradient/velocity, decreased valve area and/or central regurgitation. This may result in symptoms such as sob and decreased exercise tolerance. Structural valve degeneration (svd) refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Medical record review revealed approximately 3 years post implant of a sapien 3 valve in a failing surgical valve. Severe stenosis with a mean gradient of 25 mmhg was observed. Moderate mitral regurgitation was also noted. It was determined that the deployment of a new valve during a valve in valve was not the best option for the patient based on age and overall reasonable health. A redo sternotomy with an aortic valve replacement, as well as a maze procedure to correct the afib and a possible mitral valve replacement was scheduled. The sapien 3 valve was explanted, and the right atrial maze procedure was completed. The procedure was completed, and the patient was transferred to recovery. The patient was discharged to home approximately 1 week post surgery. In this case, based on the limited information provided, the root cause for the valve stenosis 3 years post valve implant could not be confirmed. Per medical opinion, the valve restenosis may be related to the patient's multiple co-morbidities or pre-existing valvular disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
The sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. No device photographs were provided for review. Device history review (DHR) was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints. Complaint history review from february 2020 to january 2021 for the sapien 3 valve (all models and sizes) revealed no other confirmed device complaints. During the manufacturing process, the sapien 3 valve components undergo multiple 100% visual and dimensional inspections. During the valve production, the valves undergo 100% visual inspection before and after attachment to the holder. These manufacturing inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, based on the limited information provided, the root cause for the valve stenosis 3 years post valve implant could not be confirmed. A review of the DHR revealed no indication that a manufacturing non-conformance contributed to the complaint. A review of manufacturing mitigations supports that the sapien 3 valve had proper inspections in place to detect issues related to the complaint events. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instruction for use (IFU), structural valve deterioration (svd) is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), structural valve deterioration (svd) can result from a number of factors, including calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), and native leaflet prolapse impeding prosthetic leaflet motion. Structural valve deterioration refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Although a definite root cause was not able to be confirmed, per medical opinion, the valve restenosis may be related to the patient's multiple co-morbidities or pre-existing valvular disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported through the edwards implant patient registry, 3 years and 4 months post implant in a surgical valve in the aortic position, a 23mm sapien 3 valve was explanted and a 27mm surgical valve was implanted. Information regarding the reason for the valve explant was not provided.